Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. The speed compression implant kit 09x10x10mm (part# se-0910, lot# bse180741) was returned and received at us cq. Upon visual inspection, device was received in its original sealed package and the implant was deployed from the inserter and was freely moving inside the package, confirming the complaint condition. No other issues were identified with the returned device. Functional testing of the received test was not performed at cq as the device was received in its original sealed packaging and it was confirmed by visual inspection that the implant had been deployed from the inserter. Can the complaint be replicated with the returned device(s)? Unable to perform. A dimensional inspection was not performed as the complaint condition was confirmed via visual inspection and the failure mode was known to be related to historical packaging configurations. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes. The complaint condition was confirmed for the speed compression implant kit 09x10x10mm (part# se-0910, lot# bse180741). There is no indication that a manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that the most probable root cause for this type of complaint is the historical packaging design, with transit/handling being a contributing factor. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not required. However, change order 4551 was released on august 23, 2018 with an update to the packaging traveler for speed implants, indicating to package the loaded inserter with the release button facing down, instead of facing up, to avoid the tray pushing on it as seen on this complaint. The potential impact of the design to the complaint condition is addressed under CAPA. No further corrective action is deemed necessary at this time. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: se-0910 lot #: bse180741 manufacturing site: biomedical enterprises, inc. Release to warehouse date: 31jul2018 expiration date: 31jul2023 no ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the speed compression implant was incompatible with the insertion handle. There was no patient consequence. There is no further information available. This report is for one (1) speed compression implant kit 09x10x10mm. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on an unknown date, the speed compression implant was incompatible with the insertion handle. There was no patient consequence. There is no further information available. This report is for one (1) speed compression implant kit 09x10x10mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. The speed compression implant kit 09x10x10mm (part# se-0910, lot# bse180741) was returned and received at us cq. Upon visual inspection, device was received in its original sealed package and the implant was deployed from the inserter and was freely moving inside the package, confirming the complaint condition. No other issues were identified with the returned device. Functional testing of the received test was not performed at cq as the device was received in its original sealed packaging and it was confirmed by visual inspection that the implant had been deployed from the inserter. Can the complaint be replicated with the returned device(s)? Unable to perform. A dimensional inspection was not performed as the complaint condition was confirmed via visual inspection and the failure mode was known to be related to historical packaging configurations. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes. The complaint condition was confirmed for the speed compression implant kit 09x10x10mm (part# se-0910, lot# bse180741). There is no indication that a manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that the most probable root cause for this type of complaint is the historical packaging design, with transit/handling being a contributing factor. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not required. However, change order 4551 was released on august 23, 2018 with an update to the packaging traveler for speed implants, indicating to package the loaded inserter with the release button facing down, instead of facing up, to avoid the tray pushing on it as seen on this complaint. The potential impact of the design to the complaint condition is addressed under CAPA. No further corrective action is deemed necessary at this time. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: se-0910 lot #: bse180741 manufacturing site: biomedical enterprises, inc. Release to warehouse date: 31jul2018 expiration date: 31jul2023 no ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.